Manufacturer narrative:
Additional information has been requested and the following was received: the patient demographic info: age, weight and bmi at the time of index procedure; (B)(6) years old, bmi and weight unavailable. Date of initial surgical procedure: (B)(6) 2016. What were current symptoms following the index surgical procedure? Onset date? Routine follow up could feel she could feel the erosion. Other relevant patient history/concomitant medications: na. What is physician¿s opinion as to the etiology of or contributing factors to this event? No. The initial approach for the index surgical procedure? Retropubic. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? Seven weeks. Mesh exposure site/location, symptoms and diagnostic confirmation? In the suture line. The auga classification was added to original report which shows exactly where it is. Describe any medical/surgical intervention for exposure including dates and results. Exposure covered over waiting for follow up. What is the patient current status? Awaiting follow up.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: what is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a midline mesh exposure identified at first follow-up appointment and graded as 3b-t2 -s1 (symptomatic and related to pain at vaginal area of the suture line). The patient is awaiting a closure of exposure. Additional information has been requested.